Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified, respectively. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 05/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of stent graft in right femoral artery, the stent graft allegedly failed to deploy. It was further reported that alleged force was applied to pull back the outer catheter. Reportedly, another stent graft was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during deployment of stent graft in right femoral artery, the stent graft allegedly failed to deploy. It was further reported that alleged force was applied to pull back the outer catheter. Reportedly, another stent graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in pro code and PMA/510 k, respectively. Manufacturing review: based on the available information and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the returned sample the reported deployment failure could be confirmed. The stent graft was found partially deployed and the outer sheath was found elongated, that showed that increased friction was present during the treatment which subsequently led to an outer sheath fracture. A manufacturing related issue could not be found. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. The reported application represents an off label use of the device. Labeling review:in reviewing the current labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The reported application represents an of label use of the device. The IFU states: "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established." (B)(4).